Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the air-in-line alarms. The device was operating out of spec with low fluid numbers. Low fluid numbers make the pump more sensitive to air-in-line alarms and was determined to be caused by a failed upstream sensor. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly alarmed air-in-line. It was also reported that there was no pt injury.